Event description:
It was reported that the patient observed dampness in the ilet pump chamber and stated that cartridges were leaking, noting they had been connecting the cartridge to the connector outside the ilet before insertion; the patient was instructed to first insert the cartridge into the ilet and then attach the connector, and replacement cartridges were provided. Investigation included a user walkthrough of the supply change process. Investigation of this case revealed that the leakage was consistent with an assembly sequence error and was addressed through user education on the correct connection sequence. No clinical symptoms during the event reported. Outcomes included shipment of replacement supplies without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user technique during cartridge installation.